Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inspection found no visible damage and foreign residue on the lens. (B)(4).

Manufacturer narrative:
Corrected data: b4- "07-oct-2019" should be corrected to "06-oct-2019" in the initial MDR. D11- injector model: "msi-tf" should be corrected to "msi-pf" in the initial MDR. G4- "07-oct-2019" should be corrected to "06-oct-2019" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -12.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens because the patient wanted low correction. This exchange resolved the problem. It was reported that visual acuity after implanting the initial lens was 20/10 and after exchanging the lens it was 20/16.